Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had dropped from four to two years in a span of six months. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had dropped from four to two years in a span of six months. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced cardiac arrest and was treated in a hospital setting. Upon review, it was noted that the battery status of this device was completely depleted since march. Also, this device exhibited multiple codes 1007 indicative of charge time exceeding limitations. The patient was externally resuscitated and has been reported as stable. A device changeout has been scheduled. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had dropped from four to two years in a span of six months. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced cardiac arrest and was treated in a hospital setting. Upon review, it was noted that the battery status of this device was completely depleted since march. Also, this device exhibited multiple codes 1007 indicative of charge time exceeding limitations. The patient was externally resuscitated and has been reported as stable. A device changeout has been scheduled. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of electrical tests were also performed, and again, normal device function was observed. The memory log was reviewed and it was found that while implanted, the device did record a high voltage system fault, charge time exceeded (fc 1007). No other suspicious faults or resets were noted. Based on the memory log the device battery voltage was less than 2.0 volts while implanted, all therapy was not available while implanted. The device met longevity. Due to excessive shocks after eol declaration caused the battery voltage to decrease to cause the fault code 1007. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.